Event description:
Per the clinic, on (B)(6) 2014 the patient underwent a procedure to excise the excess skin in order to facilitate removal of the abutment; subsequent to infection at the implant site. The site was sutured closed and the patient was prescribed oral antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.